Event description:
The customer reported an operational check test failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Customer reported an operational check test failure. There was no reported pt involvement. (B)(4) 2011, a philips field service engineer evaluated the device and found that it skipped the discharge test during an operational check with a. "No shock advised message." The software was reloaded to resolve the failure. After passing all performance assurance tests the device was returned to use.